Event description:
Revision surgery occurred for pt with unicondylar knee implant due to alleged femoral loosening. Pt was revised to a tkr.

Manufacturer narrative:
Revision surgery occurred for a pt with a unicondylar knee implant due to alleged femoral loosening. Pt was revised to a tkr. Review of the device history record indicates that the device was manufactured to specification. Device evaluation: the explanted iuni g2 device was returned for evaluation. Implant fixation features were examined. No residual cement was present on the inner surfaces of the device. The implant inner surfaces were free of damage and show the proper grit blasting specified.